Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20497. It was reported the patient never established effective therapy with the permanent scs implant. Additionally, the patient also experienced unintended stimulation. Reprogramming was tried multiple times to no avail. Consequently, surgical intervention was taken where the leads were explanted and replaced with another model which resolved the issue. Reportedly, the patient had effective therapy postoperatively.